Manufacturer narrative:
(B)(4); reservoir 65 ml pc/iz; device impotence mechanical/hydraulic.

Event description:
It was reported that the patient underwent a revision surgery of an inflatable penile prosthesis (ipp) due to unknown reason. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received and it was confirmed that the patient was experiencing issues with his ipp, the device was auto inflating for unknown reasons.